Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. Two clip delivery systems (cds) were prepared per the instructions for use. The gripper line removability test was performed without issue for both devices. The first clip was implanted medial without issue and the mr grade was reduced to 2+. The second clip (10215445/02) was then deployed lateral with good leaflet insertion, and the mr grade was reduced to 1-2+. During removal of the gripper line, approximately 20 cm of the gripper line was removed, but then became stuck in the implanted clip. The m/l knob of the cds was maneuvered while torquing the steerable guiding catheter (sgc) to align the tip of the cds directly with the clip. The gripper line was then pulled with severe resistance, but broke inside the cds. The cds was removed. The sgc was left in the anatomy with the distal portion of gripper line extending out of the sgc, outside the patient. An attempt was made to pull the gripper line out of the sgc, but the line broke again inside the sgc. The sgc was removed and approximately 30 cm of the gripper line extended out of the patient anatomy. A monorail catheter and a snare device were advanced on top of the clip in an attempt to remove the gripper line. While pushing on the catheter and pulling on the snare, a large portion of the gripper line was removed; however, 15-20 mm of the line separated during the retrieval attempt, and remains in the clip. The portion of gripper line that was removed was inspected and appeared stretched, but not frayed. The patient was confirmed to be clinically stable post-procedure.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip, mitraclip system: steerable guide catheter, lift, support plate, stabilizer. Case description continued: an additional 45 minutes were required to remove the gripper line, but there was no clinically significant impact to the patient due to the delay. Two clips were implanted and the mr was reduced to 1-2+. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for investigation and the incident information was reviewed. Visual inspection of the returned device was performed. The clip was not present upon return, as it had been deployed in patient. Additionally, the gripper line was not returned with the device. During device testing, a snare was inserted into each gripper line lumen. Retraction of the snare through the cds was performed, and it was noted there was no severe resistance felt during the examination; this indicates that the gripper lumens were unobstructed of any severe damages. The radiopaque ring was inspected under the keyence microscope, however, no raised or sharp edges were observed. As the gripper line had not been returned with the device, the reported observation that the gripper line was stretched and not frayed could not be confirmed. The reported difficulty in removing the gripper line could not be confirmed through the investigation of the device. Potential causes for the inability to remove the gripper line can be caused by, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology, associated comorbidities, and disease state), user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in removing the gripper line, and its subsequent break, it is possible that manipulation of the device during insertion and positioning may have resulted in kinks being generated on the gripper line. When deployment was attempted, these kinks may have interacted with the clip components, thereby preventing the gripper line from being removed easily. Similarly, the presence of these kinks may have interacted with the gripper lumen coils, resulting in areas in which higher tension was required to remove the gripper line; this potential cause would be consistent with the reported severe resistance felt while removing the gripper line. This event was further reviewed by an abbott vascular senior medical advisor. This review was based on returned echo images provided by the site. The reviewer noted that it was not possible to identify the broken gripper line in the images provided; however a radiopaque material was observed being extended from the top of the lateral (second) clip, and is consistent with the reported remnant gripper line that remained attached at the conclusion of the procedure. Per the review, a patient with severe functional mitral regurgitation underwent mitraclip implantation .two clips were implanted with reduction in mr to 1-2. During deployment of the second clip the gripper line became stuck in the clip and broke. Additional maneuvers of the cds and sgc were unsuccessful in removing the gripper line completely for the anatomy therefore percutaneous instruments were introduced. The snare and monorail catheter were able to remove most of the line, but less than 20mm remained attached to the second clip, which was confirmed on the images provided. The system was removed from the patients anatomy and the mr was reduced to 1-2. There was no evidence of tissue damage or worsening regurgitant jet secondary to the gripper line difficulties. Per the information from the site, the patient did not have any serious adverse events as a result of this incident and an additional 45 minutes were required to percutaneously remove the gripper line from the anatomy. Based on the information reviewed and the evaluation of the returned device, the cause for the reported gripper line break and difficulty in removing the gripper line could not be definitively identified. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.